Event description:
It was reported that during a procedure to treat atrial fibrillation, the patient experienced air embolism. The patient underwent a redo radiofrequency (rf) ablation procedure and during the procedure, the left atrium (la) was mapped in flutter, and the flutter was terminated during the isolation of the left superior pulmonary vein (lspv). Once all four veins were isolated, the physician administered 2 units of isuprel, which was continued for half the duration of the procedure. Post-ablation, the la was remapped. Additionally, the physician performed a cavotricuspid isthmus(cti) line ablation using the farapulse system, delivering six pulses in three sets. During the administration of isoproterenol, the patient developed atrial tachycardia with a 1 :1 conduction ratio and a cycle length of 280-300 milliseconds. The physician then removed the farawave catheter and inserted the hd grid mapping catheter to map the atrial tachycardia when air embolism occurred. The patient subsequently experienced ventricular fibrillation without st elevation. The healthcare team performed defibrillation three times and administered 150 mg of amiodarone and 100 mg of nitroglycerin. The patient-returned to sinus rhythm but developed st elevation approximately 30 seconds after defibrillation. Post-mapping showed a cti bidirectional block with a 160 ms interval. The patient's st elevation normalized, and the procedure was successfully completed. At no time, was air seen inside of the patient on imaging. The irrigation system used was a pressure bag and it was confirmed that no issues with the irrigation system was present. The faradrive steerable sheath clear is not expected to return for analysis as it was disposed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).